Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 17910827, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site following recent revision procedure (MFR report #: 3006630150-2015-02252). Symptom included drainage at the site. The infection was not device related but it was believed to be procedure related because the new pocket was made close to the old one. The patient underwent an explant procedure and was placed on antibiotics.